Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving two sets of low readings from their adc device. Customer reported a horizontal trend arrow and low readings of 57 mg/dl and 57 mg/dl/l which were lower than lab readings of 245 mg/dl and 241 mg/dl. Customer also reported a low readings of 65 mg/dl which was lower than a lab reading of 271 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.